Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Customer's blood glucose level was impacted (201 mg/dl). During system check with tandem technical support customer acknowledged that cartridge and infusion set should be changed.

Manufacturer narrative:
(B)(6) 2014 followup: customer reported that no additional occlusion alarms occurred. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.